Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating an (B)(6)-year-old male patient, a "poor pad contact" message was displayed. The clinician's re-positioned the electrode pads and upon discharging energy for the cardioversion, a loud pop noise was heard. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The pro pad electrodes used at the time of the reported event were not saved by the customer. The lot number of the pads was not recorded by the customer therefore, retained samples could not be pulled and tested.